Manufacturer narrative:
A field service engineer was dispatched to customer site. The catalytic decomp filter and oil mist filter were replaced to resolve the mist/haze issue. Unit meets specifications and was returned to service on 04/06/2017. The DHR was reviewed and no anomalies were observed that would contribute to the reported issue at the time of release. The involved unit met manufacturer specifications at the time of release.

Event description:
A customer reported an event of mist/haze emitting from their sterrad® nx sterilizer. No harm or injury was reported as a result of this issue. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR) and system risk analysis (sra). The sra shows the risk for exposure to toxic or corrosive material to be "low." No parts were returned for analysis since as they were contaminated with oil. The assignable cause of the haze/mist/vapor issue is the catalytic converter and oil mist filter. The field service engineer replaced these parts and confirmed the sterrad® nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. Manufacture date- correction from 06/2006 to 05/2006.